Event description:
Related manufacturer reference number: 2017865-2023-52570. It was reported that during the implant procedure both leads dislodged and the helix would not attach to the tissue properly. Both leads were replaced. The patient is in stable condition.